Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg had migrated. The issue was confirmed via x-rays. The ipg was protruding since patient had lost weight and was having pain due to this issue. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, where the ipg was replaced and relocated to new pocket left flank area. Therapy restored post operatively.